Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicates surgery took place for new pain outside of the original pain pattern. This device is no longer considered reportable.

Event description:
It was reported the patient was experiencing ineffective stimulation. As a result, surgical intervention was undertaken on (B)(6) 2024, wherein a trial lead was implanted to the determine additional effectiveness with the current system.

Manufacturer narrative:
Date of event is estimated.